Manufacturer narrative:
The account found the external alarm needed to be replaced. The piezo alarm is the source of the brake not set alarm. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit and brake not set alarm were not audible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).